Event description:
The catheter tip detached while in abdominal aorta. Efforts to pull down the detached segments failed. A salvage catheter (amplatz goose neck - microvena) was used to recover the catheter tip.